Manufacturer narrative:
(B)(4) - supplemental MDR - leakage past stopper two photos of a 1 ml luer-lok syringe (material 309628) were received and evaluated. Both images show one loose, fully assembled syringe from different angles, with an unknown clear fluid, appearing to have high viscosity, leaking behind the stopper. This condition is non-conforming per product specifications. Due to limitations of the photographic evidence, the potential root cause could not be determined. A physical sample is required for a more thorough evaluation and root cause analysis. Furthermore, a device history record review was completed for provided lot number 3158731. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had leakage past the stopper. The following information was provided by the initial reporter: material#: 309628 batch#: 3158731. Rcc received a complaint via email. On (B)(6) 2025, the hcp reported, ¿while the dose was being prepared, the seal of the plunger within the syringe allowed medication to leak behind the plunger.¿ filter needle: catalog: 309628, lot: 3158731.